Manufacturer narrative:
Block d4 and h4: the complainant could not report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. The procedure was done with local anesthesia. After spaceoar implantation magnetic resonance imaging (MRI) images were requested. A rectal wall infiltration of the hydrogel was suspected. The images showed that the misplacement into the rectal wall had occurred. All 10 cc of the hydrogel were misplaced. The patient has been placed under monitoring, and as a result, his radiotherapy treatment has been postponed for approximately one month. No adverse events were reported as a result of this event.